Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor, damaging the j1001 connector. The cause of the constant gong alarms is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 204.